Event description:
The device was returned for set ID faults. A mock infusion was attempted but the set ID was giving air in cassette alarms erroneously. Device was opened and the set ID was physically inspected for signs of physical damage and none were found. Device was reverted to manufacturing mode and the set ID continued to fail functional testing. The customer complaint was confirmed.

Event description:
The following has been reported: biomed reported: attached is logs from pumps that needs to be evaluated. No pt harm or stoppage of infusion. Delay in reporting due to unexpected support staff pto. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) (sensor-6) an active infusion did stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.